Event description:
A pt had a #10 j-p drain placed intraoperatively, which was removed on postoperative day #1. Upon attempted removal, the drain snapped and only the distal portion came out. The pt was returned to the o.r. For definite removal. It was found that no stitch was entrapping the drain.